Manufacturer narrative:
Additional information: the device is available for evaluation per the customer, however, the device has not yet been received. Should the device or additional information be received, a follow-up report will be submitted. (B) (4)

Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of a two day infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B) (4).

Event description:
It was further reported that that the catheter broke at the suturing site outside the patient while suturing it to the skin using a non bsc suture.

Event description:
It was reported to baxter (B) (4) that a reservoir of a infusor two day 2ml/hr device had ruptured after filling. It is unknown what was being filled. There was no patient involvement, therefore, there was no patient injury or medical intervention. No additional information is available.